Event description:
It has been reported to philips that the wireless footswitch lost connection. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch lost connection. During troubleshooting, the fse repaired the amplifier remote control, and realigned the connectors but he could not establish the connection. The fse ordered new receiver box, but the quotation was cancelled by customer. The connection was back after fse performed several attempts of pairing with the system, after several attempts the system started working as intended. The codes were updated based on the investigation outcome.